Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the yellow level sensor was giving false alarms. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) duplicated the reported complaint. The level system was tested and the fsr observed some false alerts and a couple of false alarms on the testing jig reservoir. He replaced the yellow level sensor. The unit operated to the manufacturer's specifications.